Event description:
Reportedly, the thoracic surgeon was to apply the stapler across pulmonary artery. The instrument was supposedly in fired and then the artery was cut. However, no staples had deployed therefore the artery bled significantly. The surgeon was able to control bleeding by clamping. And the surgeon proceeded to manually suture the artery.